Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The analysis was performed by asahi intecc. Co. Ltd: it is quoted in the relating article as likely because the perforation was caused by a knuckled guidewire rather than the tip of a guidewire. Perforation was likely in part due to the small caliber of the distal target vessel. The perforation is seemed to be contributed by the procedural condition including the vessel condition during use of the subject guidewire. Warning section of IFU describes: this guide wire must be used only by a physician who is fully trained in ptca/pta treatment. Observe guidewire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Never push, auger, withdraw or torque a guidewire that meets resistance. Torquing or pushing a guidewire against resistance may cause damage to a vessel, including possible vessel perforation as one of possible complications and adverse events. All the shipped products are inspected in the production process for meeting the product specifications and releasing criteria, and based on the information reviewed, there is no indication of a product deficiency. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. Literature attachment: muhammad n.j. Tarar, md, georgios e. Christakopoulos, md, and emmanouil s. Brilakis, md, phd, fscai. (Catheterization and cardiovascular interventions 86:412:416 (2015).

Event description:
It was reported through a research article identifying a fielder xt guide wire that may have caused a perforation during use. Details are listed in the attached article, titled successful management of a distal vessel perforation through a single 8-french guide catheter: combining balloon inflation for bleeding control with coil embolization. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is manufactured by asahi intecc. Co. Ltd. Pathum (B)(4), registration number: 3003780911. Abbott vascular distributes the device and is responsible for MDR reporting.